Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, during an initial implant procedure the atrial lead dislodged. Further information has been requested but has not yet been received.